Event description:
It was reported that the inner core wire of the recanalization catheter fractured 3.5 cm from the distal tip, leaving the core wire and the titanium tip inside the occlusion. An attempt to retrieve the detached component proved unsuccessful. There is no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.